Event description:
Patient was brought to cath lab after it was determined that they had a bad ICD generator with unexpected end of life battery failure covered by warranty. ICD with bad battery was replaced with a newer ICD unit with no patient complications during procedure or after recovery. Patient was discharged to home the same day.